Event description:
It has been reported that the cuff of the endotracheal tube burst while in use. It was reported that the cuff was filled with 10cc of saline. The pt was reintubated and no adverse impact to the pt was reported.